Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye, noted the patient line tubing was broken. The patient connector/tubing portion was not returned with the device. The reported condition was verified. The cause of the condition could not be determined. However, the most probable cause is user related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice automated pd set with cassette was damaged which resulted in a leak. The patient line broke in half right where clamp is located. The tubing got caught between the customer¿s chair and severed the patient line. This occurred during drain four of four of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session and referred the patient to their peritoneal dialysis registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.